Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/02/2015-device evaluation:the pump has been returned and evaluated by product analysis on 11/16/2015 with the following findings: a review of the pump black box data indicated a drastic voltage fluctuation. During a visual inspection of the pump, the battery compartment was observed to be intact with no damage. There was no evidence of moisture found inside the battery compartment. During testing, the pump sleep current draws was found to be out of specifications. The pump case was removed and a cold solder connection was found on the transceiver board of the cgm module. The cgm module flex was disconnected from the pump and the sleep current draw returned to specifications. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).